Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. The device was stored, inspected and prepped according to the IFU. There were no anomalies noted during the prep of the device. There was no difficulty removing the device from the hoop and no difficulty removing the balloon cover. The device prepped normally. The target lesion was the popliteal artery. The lesion was calcified and was slightly tortuous. The rate of stenosis is unknown. The same indeflator was used successfully with other devices. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. The device was stored, inspected and prepped according to the IFU. There were no anomalies noted during the prep of the device. There was no difficulty removing the device from the hoop and no difficulty removing the balloon cover. The device prepped normally. The target lesion was the popliteal artery. The lesion was calcified and was slightly tortuous. The rate of stenosis is unknown. The same indeflator was used successfully with other devices. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device arrived back in two separate pieces. No external packing was returned. Internal packing was returned. The hub was printed as expected and no visual defects were observed. The total length of the hub side of the device is approx. 675 mm. There were 3 bends on this section of the device. The first bend was approx. 50 mm from the strain relief, the second was approx. 580 mm from the strain relief and the third bend was approx. 650 mm from the strain relief. The break on this piece is quite jagged and is not circular in shape. The total length of the balloon side of the device is approx. 815 mm. There were five bends noted on this section of the device. The first bend was approx. 20 mm from the break, the second was approx. 80 mm from the break, the third was approx. 190 mm from the break, the fourth was approx. 320 mm from the break and the fifth bend was approx. 480 mm from the break. The break on this piece is also quite jagged and is not circular in shape no visual defects were noted on the re-port, transition outer, distal tip or marker bands. There were three bends on the hypotube on the first section of the returned device (hub side) and there were five bends noted on the second section of the returned device (balloon side). There was a kink on the inner at the proximal bond. There was evidence of a kink noted on the outer. It was approx. 105 mm from the re-port. There was a solidified yellow substance in the balloon. A 0.014 guidewire was inserted through the re-port of the device without any issue. Using a toughy-borst adapter connected to a syringe the balloon device section was inflated to 6 atm. The balloon fully inflated and deflated without any issue. The investigation result for the reported failure mode of material rupture is unconfirmed. The balloon preformed as intended during the functional evaluation. However the device arrived back in two separate sections. Based upon the available information a definitive root cause fort the separation has not been determined. It is unknown if patient factors (lesion was calcified and was slightly tortuous), handling or procedural techniques may have contributed to this. Based on analysis performed no additional action is required at this time. The IFU states: description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304 v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal: simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4).